Manufacturer narrative:
(B)(4). Batch #u5c512 investigation summary: the analysis results found that one plee45a device was returned with the anvil knife slot damaged, and with a gst45w reload loaded on the device. The reload was received fully fired. No functional test was performed due the condition. A manufacturing record evaluation was performed for the finished device and the manufacturing criteria were met prior to the release of this lot/batch. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness, or tissue that cannot compressed to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil, leading to this damage. Please reference the instruction for use for more information. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a urology procedure, on the third firing of the device, the I-beam on the anvil side almost pulled out at the proximal end. The staples formed as expected. "It is unknown if the tissue was fifty percent loaded. But that is how it looked when the malfunction happened." The procedure was completed with a like device with no patient consequences.